Manufacturer narrative:
Gehc has recommended the vent options key be replaced. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that pressure control mode of ventilation was not functional. There was no report of patient involvement.